Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the supplier for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
It was reported that the device was unable to be interrogated due to end of life (eol). The patient has not received any high voltage therapy. The device was explanted.